Event description:
It was reported that a bridge bolus was not performed in december 2013 when the patient had a refill from infumorph 5 mg/ml to infumorph 10 mg/ml. It was noted that the concentration and dose programmed to the pump were 5 mg/ml at 2.7 mg/day. It was noted that the 5 mg/ml infumorph was gone at the time of report. The patient was actually getting 5.4 mg/day. The patient's healthcare provider (hcp) stated that the patient was looking to get a dose increase. The pump was infusing morphine. It was later reported that the patient received two epidural injections since (B)(6) 2014. The patient reportedly stated that he received 50% pain relief. It was noted that the hcp contacted the manufacturer to correct dose change to programmer and to patient. The programming error was reportedly resolved. It was noted that the dose that the patient was receiving actually remained the same.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial# unknown, product type programmer, physician; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).